Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.5 mm ticm125v4 implantable collamer lens, -20.0/+2.5/080 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The lens was returned dry and bent in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic deformed. (B)(4).